Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
It was reported that the implant was removed due to allergic reaction. The patient experienced severe galvanic reaction to implants. Symptoms reported as a result of the event are inflammation and taste. The site was grafted with allograft prior to original implant placement.